Event description:
We are having an issue with the duckbill mask 46767 from kimberly-clark. The lot number in question am9258b81. The elastic doesn't retract, just stretches and sometimes breaks. It looks like some of these masks could have dry rot. This was identified prior to use.